Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "exchanged x3 ps # 6, 13mm insert for a x3 ps # 6, 9mm insert. Patient had ho (heterotypic ossification), insert needed to be removed to allow debridement. New insert was implanted with no issue".